Event description:
It was reported that during the surgery the locking ring was bent, and the liner could not be inserted. The surgery was completed with new products. There were no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Visual examination of the returned product identified no poly insert component was returned with the device for evaluation. Shell was returned with a bent/twisted lock ring still retained within the internal lock ring groove of the shell. Lock ring is confirmed to have correct chamfer orientation. Shell has minor scratches on the o.d. Surface. The bottom of the lock ring has multiple grooves. No other damage was noted during visual evaluation. Measurements were within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.